Event description:
Customer reported that on an unknown day in (B)(6) 2012 she received unknown higher than felt readings on her adc meter, self-treated with insulin in response to these readings and later experienced symptoms described as "felt very low". Customer self-treated by drinking soda and was given glucagon by her husband. It was further reported that customer was seen by a doctor, however, no additional information is available because customer declined to continue troubleshooting. Customer mentioned that a reading of 381 mg/dl was obtained on her adc meter on (B)(6) 2012 and a reading of 338 mg/dl was obtained on (B)(6) 2012, both of which were higher than customer felt. Customer noted that she is not sure the readings documented "are the exact readings related to the medical event". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the date entered is (B)(6) 2012 because customer stated that the event occurred in (B)(6) 2012.

Manufacturer narrative:
The meter was returned and tested with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter memory.